Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that while checking the status logs in the device it locked up and would not exit service mode. There was no reported patient or user involvement and no adverse patient/user impact.